Event description:
During out treatment of a pt who had a syncope episode. Our zoll monitor was turned on, passed the initial test and then approximately 30 seconds to a minute later would flash "internal error needs to restart" and the monitor would restart and the process would begin again. This continued to occur even after turning the monitor off manually. The pt was not able to be assessed with this monitor.